Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2005. Subsequently, it is alleged that patient was revised on (B)(6) 2011, for an unknown reason. Additional information from patient¿s legal counsel reported patient allegations of pain, soreness, dysfunction and loss of range of motion. Patient¿s legal counsel also reported that a loose acetabular component was noted at time of revision surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2005. Subsequently, it is alleged that patient was revised on (B)(6) 2011, for an unknown reason. Additional information from patient's legal counsel reported patient allegations of pain, soreness, dysfunction and loss of range of motion. Patient's legal counsel also reported that a loose acetabular component was noted at time of revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient left hip revision performed on march 15, 2011 noted a loose and migrated acetabular component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: number 6. Inadequate range of motion due to improper selection or positioning of components. And, number 14. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2012-01647 / 2014-03727).